Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial MDR in block b5 event description and h6 device codes. This supplemental report was created to capture additional information.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information received indicates that micro dislodgement is the possible cause. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.